Event description:
Related manufacturing reference number: 2017865-2025-27685, related manufacturing reference number: 2017865-2025-27686, related manufacturing reference number: 2017865-2025-27687. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. After the procedure, it was noted that the patient experienced chest pain. An echocardiogram was performed and a pericardial effusion was noted. A pericardiocentesis was performed to address the effusion. The lps remain implanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.